Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was around 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to further troubleshooting for the high blood glucose. Customer stated that tubing had leaked. Customer stated that the tubing did not came apart. The device will not be returned for analysis.